Event description:
On (B)(6) 2014, it was reported that the patient noticed dampness under the self-adhesive of her infusion set and she experienced elevated blood glucose levels between 200 - 300 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.